Event description:
It was reported that a motor stall was confirmed by the patient programmer. An alarm was heard and confirmed by telemetry. The alarm was due to a motor stall that occurred on (B)(6) 2010. The stall was constant and no recovery was recorded. The medication in the pump included the following drugs: neurontin with a concentration of 2.5mg/ml; fentanyl with a concentration of 250mcg/ml; and baclofen with a concentration of 15 mcg/ml. The dosage was unk. Patient's status was unavailable at the time of report. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).